Event description:
The end-user bought the carex mobility step and sit walker, and she used it for the first time on (B)(6) 2017 to go to a doctor's appointment, and found that using the brakes were not working well and took a fall in the hospital hallway as she was leaving her appointment. She was quite bruised up on her right side of her body. One of the hospital staff looked for the brake locks, and there wasn't any brake locks. He said that was very dangerous not having any way to lock the brakes.